Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1w2r6); product type: 0200-lead; implant date (B)(6) 2019; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the hcp reported that the 3058 device was removed on (B)(6) 2023 and they believe that the lead broke during the explant procedure, so a piece of the lead is left still implanted in the patient. The hcp reported that the patient then had a competitor system implanted. The hcp inquired if the patient can have an MRI.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1w2r6, implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the initial reason for the scheduled system explant was due to normal ins depletion. The hcp noted the likely cause of the lead breaking during the explant procedure was noted as being "design defect - this occurs not inadvertently with interstim lead." When asked the steps that were taken/will be taken the hcp noted that they offered removal surgery. The hcp indicated that the issue is not yet resolved.